Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at an unknown site and tested positive for staph infection on their skin. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.